Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed pixelated, unreadable text was confirmed during the visual inspection. The root cause of the reported complaint was the failed lcd screen, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in december 2018 and is over 7 years old. The lcd was replaced to address the reported complaint. No significant discrepancy was found in the archive review. The autopulse platform passed the preliminary functional test without any faults or errors. Following the service, the autopulse platform passed the run-in test without any faults or errors. The autopulse platform passed the final test without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with (B)(6).

Event description:
During the shift check, the lcd screen of the autopulse platform (sn (B)(6)) displayed an unreadable, pixelated text. No patient involvement.